Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: this is chemo from today¿s leak on patient¿s pillow. Fluid (chemo) is leaking from vent-hole.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: this is chemo from today¿s leak on patient¿s pillow. Fluid (chemo) is leaking from vent-hole.

Manufacturer narrative:
The following fields were updated with possible lot numbers: d4: medical device lot #: 22015544, d4: medical device expiration date: 17-jan-2025, h4: device manufacture date: 17-jan-2022. D4: medical device lot #: 22015863, d4: medical device expiration date: 26-jan-2025, h4: device manufacture date: 26-jan-2022. H6: investigation summary: a photos were provided by the customer verifying the customer's complaint of filter leak. The root cause of this failure remains unknown without a physical sample. A device history record review for model 10010454 lot number 22015544 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model 10010454 lot number 22015863 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jan2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.